Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00229. The patient had 4 leads (3 from lot ab2190 and 1 from lot ab2186) implanted as part of his axium neurostimulator system. It was reported the patient experienced ineffective therapy. Surgical intervention was undertaken and the system was explanted.